Manufacturer narrative:
The customer contacted a siemens customer care center. Siemens review the event data and determined that there was no indication of an instrument or reagent malfunction. Quality controls were within expected ranges on the day of the event. Siemens determined that the sample was potentially compromised and that pre-analytical issues potentially contributed to the discordant, falsely low vancomycin (vanc) results. The customer declined further troubleshooting. The instruments are performing according to specifications. No further evaluation of these devices is required. MDR 2517506-2018-00467 was filed for discordant result obtained on the dimension vista 500 instrument with serial number (B)(4).

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument with serial number (sn) (B)(4). The sample was repeated on an alternate dimension vista 500 instrument with sn (B)(4), under sample ID (B)(6), resulting higher and discordant. Both discordant results were reported to the physician(s), who questioned the initial result. The same sample was repeated on both instruments, resulting higher. The 2nd and 3rd repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc results.